Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2022, this patient underwent an emergency endovascular treatment for an abdominal aortic aneurysm rupture using gore® excluder® aaa endoprostheses and a gore® molding & occlusion balloon catheter (mob). Although the proximal trunk-ipsilateral leg was deployed without problem, it moved proximally when the physician attempted to cannulate an introducer sheath into the contralateral leg hole. There was however no unintentional coverage of the renal arteries. The contralateral leg was deployed without problem, but the length of distal landing zone was insufficient; therefore, an iliac extender was additionally placed. An angiography following balloon inflation showed vessel injury in the right common iliac artery (contralateral side) just distal the iliac extender. This might have been caused by ballooning with the mob. In order to treat the vessel injury, the right internal iliac artery was coil-embolized and an additional iliac extender was placed. The treatment area of the right side was extended into the external iliac artery. No endoleak was found by the final angiography. The patient tolerated the procedure. The reporting physician commented as follows: the mob was not overinflated. The vessel condition of this patient was originally poor overall.